Event description:
It was reported that patient¿s health care provider (hcp) was going to take the implant out because patient was still having problems with the therapy. Caller stated patient was still wetting himself. Caller stated patient had symptom relief with interstim device at first. She stated he wanted to increase his stimulation but realized he lost his programmer (pp). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v989275, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).